Event description:
End user reported itchy, weepy blisters and rash under the wafer tape collar soon after he began using the product.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. According to the end user, he cleans the area with ivory soap. He uses reliamed adhesive remover and prep. The end user changes the product every 1 or 2 days and is currently cutting off the tape collar. Alternate product samples were sent. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.